Event description:
From info supplied by dr. She reports that dermabond (r) topical skin adhesive, lot 101118 was used to close a laceration on the back of head on 3 yrs old male child. Pt returned in 3-4 days with an infection. The child was rewashed after removing the adhesive and the site was sutured.

Event description:
Info from distributor's report of events. Dr stated that two pts returned with infections 3-4 days following application of dermabond topical skin adhesive. One pt had a laceration on the back of the head. Distributor attempted to gather pt info and the dr stated she was not at her desk to send the info. When distributor asked about the second pt they were told the same thing. Dr was provided a fax number so she could sent pt info, at the time of this filing that has not been done.